Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and a urinary tract infection. The customer's blood glucose reading was 356 mg/dl at the time of admission. At the time of the call, the screen was blank. Advised the caller to remove the battery for ten minutes, insert a new battery and call back if the screen does not return to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.